Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false elevated magnesium of 4.9 meq/l with the architect c4000 on a patient sample that was questioned by a physician. The sample was repeated with results of 1.8, 3.3, 2.6, 2.0 meq/l. The account uses a magnesium normal range of 1.5 to 2.2 meq/l. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The abbott field service representative (fsr) discovered the cuvette drying tip was damaged and did not reach the bottom of the cuvette. The cuvette drying tip was replaced and no additional discrepant results were reported on architect serial (B)(4). An instrument service history review revealed no additional erratic or discrepant results reported on architect (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The monthly product monitoring review for clinical chemistry systems was reviewed. The calculated erratic rates for the architect (B)(4) and the c16000 systems were all below the upper control limit. Additional review of the data found no systemic issues or adverse trends for the issue associated with this ticket. A review of historical data for the part associated with this complaint revealed no adverse trend or systemic issues associated with the cuvette drying tip. A review of the product labeling concluded that the issue is sufficiently addressed. A product deficiency was not identified.